Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. It was reported that during the procedure, the clip was able to grasp and lock onto tissue and an audible click was heard. However, the clip could not be disengaged from the catheter. It was noted that many times were tried to maneuver the scope away from the catheter to deploy. After a prolonged period of time, the clip was finally deployed but could not be released from the catheter. The clip was removed from patient, and wire cutters were used to disengage the clip. The procedure was completed successfully with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. The control wire was completely detached from the catheter and was highly kinked. There was evidence that the catheter was cut at approximately 27.3 cm from the handle section. This condition is not considered as an issue of the device, as it is stated in the instructions for use (IFU)/product label that "always have pliers and/or wire cutters ready to cut the delivery system at the handle if the clip cannot be detached". Microscope examination was performed and it was observed that the coil was unraveled. Dimensional analysis was performed on the bushing outside diameter, and it was noted to be within specification. A dimensional evaluation was also performed between the hooks of the bushing, and side a was within specification while and b was found to be out of specification, indicating that the device experienced a deployment failure. Further dimensional analysis was performed on the braided shaft, and the lengths of various parts were within specification. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. It was reported that during the procedure, the clip was able to grasp and lock onto tissue and an audible click was heard. However, the clip could not be disengaged from the catheter. It was noted that many times were tried to maneuver the scope away from the catheter to deploy. After a prolonged period of time, the clip was finally deployed but could not be released from the catheter. The clip was removed from patient, and wire cutters were used to disengage the clip. The procedure was completed successfully with another resolution 360 clip device. There were no patient complications reported as a result of this event.